Event description:
It was reported that during an equipment inspection the depth gauge pin was found to be broken off. It is unknown when the devices broke reportedly no patient was involved. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
An additional review of the service history review was performed. No service history review can be performed as this is a lot controlled item. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history review was conducted. The report indicates that no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. Additional evaluation was conducted. The report indicates that the customer reported the pin broke off the depth gauge. The item is not repairable. The cause of the issue is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation evaluation: product drawings from time of manufacture were reviewed during this evaluation. The material specification for the needle is (B)(4). This material is typical of depth gauges sold by synthes and is acceptable for this use. No drawing discrepancies were identified. The compact hand/modular hand system design document adequately addresses the complaint condition ¿broken: tip broken procedural step unknown¿. Specifically, it assesses the function ¿strength of instruments¿, with a hazard of ¿breakage/bending of instrument¿ as less severe risk with a moderate severity of harm and an improbable revised probability of occurrence with possible harm listed as "significant prolongation of surgery.¿ based on the fracture pattern of the needle, it appears as if the instrument received a side load, causing the needle to break at the intersection with the slider. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint is confirmed. A review of the service history records has been requested for lot # 4694002. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.